Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as (B)(4).

Event description:
Kimberly-clark received a report from the (B)(6) stating the external retention disk had migrated up the tube. This in turn caused the balloon to come loose and go into the patient's stomach. The report suggested the tube was loose and not anchored on the inside of the stomach, gastric content leaked out and went into the peritoneum and the patient died. Additional information received on (B)(6) 2014 from interventional radiologist who was present during the placement of the gastrostomy tube stated the cause of death was not considered attributable to a defect of the kimberly-clark device. The radiologist was supervising a fellow during placement of the enteral feeding tube. The patient was referred to interventional radiology after standard g-tube insertion failed. The patient was very frail and undernourished. The feeding tube was being placed to try to improve the patient's nutritional status prior to initiating further invasive treatment. Placement of the tube included two gastropexies to secure the stomach to the abdominal wall. The external ring was also sutured to the patient's skin. The interventional radiology indicated that there were no issues with the retention ring or gastropexy placement. The placement procedure was uneventful, and proper placement of the balloon and gastropexies were confirmed. The patient began the initial feeding 6 hours post placement. Approximately 21 hours post placement, the patient began to have severe abdominal pain and on CT scan revealed diffuse abdominal gas in the peritoneum, but the balloon was still in place and inflated, no issue with the device was noted. The patient underwent laparoscopy but died after the procedure. The interventional radiologist is not sure what events led to the patient's peritonitis and did not notice any device malfunction. The interventional radiologist stated that the cause may have been due to a small leak from the gastrostomy site due to the patient being in a very poor state of health and leakage of the stoma.

Manufacturer narrative:
(B)(4). The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.